Event description:
It was reported that an ilet user experienced loss of cgm readings after replacing a dexcom g6 sensor, with the ilet displaying low transmitter battery and ¿connect cgm or enter bg,¿ consistent with intermittent communication failure involving the cgm transmitter-antenna interface; capillary glucose values of 254 mg/dl and 263 mg/dl were entered while troubleshooting, and pairing was reattempted until readings resumed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and review for interoperability issues between the ilet and dexcom g6. Investigation of this case revealed an interoperability problem with intermittent communication failure implicating the electrical and magnetic antenna component within the cgm communication path. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.